Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a versacross connect laac kit and a trusteer access system (was). No issues were reported during transseptal puncture. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted with a 27mm watchman closure device. No recaptures were required, and position, anchor, size and seal (pass) criteria was met. After release, during a routine sweep of pericardium on transesophageal echocardiography (tee), the patient was found to have an effusion around the left and right ventricles. The patients' blood pressure dropped slightly, and the physician completed a pericardial tap to drain the fluid to treat the effusion. Approximately 875cc of red fluid was drained and 500cc of blood was transfused to the patient. The patient remained stable and was kept overnight for observation and then discharged home. The device is not expected to be returned for analysis (disposed). The patient was under eliquis 5 bid at the time.